Manufacturer narrative:
H11. Corrected data - updated sections b5, f10, and h6 (method).

Event description:
It was reported that a patient with a 25mm valve implanted for one year, nine months was being evaluated for a valve-in-valve procedure due to possible stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm valve implanted for one year, ten months was being evaluated for a valve-in-valve procedure due to pannus, hemolysis, and possible stenosis.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4 (expiration date) and h4. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.